Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). The event occurred in australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records identified no deviations or anomalies. Medical records were not provided. Per the persona knee system package insert infection is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur trabecular item # 42502806002 lot # 63685658, persona tibia size d item # 42532006702 lot # 63991539, persona 2.5 mm female hex screw item # 42509902525 lot # 64067185, headless drill item # 00590102000 lot # 6436683, nexgen complete knee item # 00587806532 lot # 6911343, persona cr pin guide item # 00597000033 lot # 18.355045, patient spec knee bone models item # 00597000010 lot # 18.355045. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently, the patient was revised due to infection.